Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the lead found that the lead was bent at the distal end. It was noted that the tip of the lead was bent at the #0 electrode sleeve.

Event description:
It was reported the lead was bent while in packaging. The device was never implanted. No patient symptoms were reported.